Event description:
A report was received that the patient's lupus symptoms seemed to increase post-implantation. Patient elected to undergo an explant to rule out stimulation aggravation of the condition. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Patient's weight not available. Additional suspect device components involved in the event: model: sc-2138-70 description: phase iii linear lead (70 cm) 5model: sc-2138-70 description: phase iii linear lead (70 cm) a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is a final report.